Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: additional pro-codes added to complaint. H6: patient code 3191 used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure and to include surgery prolonged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from peru reports an event as follows: it was reported that during a procedure on (B)(6) 2019, the surgeon introduced the reduction guide before the flexible guide, and the tip of the reduction guide remained in the patient's medullary canal and was not removed. Surgery was delayed 15 minutes due to the reported event.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 352.055, lot: 2593133, manufacturing site: (B)(4); release to warehouse date: june 08, june 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2019, the surgeon introduced the reduction guide before the flexible guide, and the tip of the reduction guide remained in the patient's medullary canal and was not removed. Procedure outcome and patient status are unknown. Concomitant devices: flexible guide (part: unknown, lot: unknown, quantity: 1). This report is for a 7.0 mm reduction head-angled. This is report 1 of 1 for (B)(4).